Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting surgeon reported a right side device rupture. The device has been removed.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, yellow biological tissue and black particles in the shell. A visual and microscopic analysis were performed which identified: sharp broken and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on the posterior of broken device assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side device rupture. The device has been explanted.